Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01000. It was reported that the patient is experiencing ineffective stimulation and pain at the ipg site. As a result, surgical intervention is being planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted to address the issue.